Manufacturer narrative:
(B)(4). Investigation summary: two photos were provided for evaluation. One photo shows a sealed packaging blister with a needle assembly with plastic shield; the needle is inside the plastic shield and is bent. The other photo shows a packaging blister. From the photo provided, it could not be confirmed if it is sealed. In the needle plastic hub, there are two small pieces of blue foreign matter. It may have happened that the needle assembly was not properly centered, and the needle got bent before the plastic shield was assembled and not detected in the next processes. As for the foreign matter, the symptom is confirmed , however the root cause is unknown. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 1st complaint for lot # 8277629 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: it may have happened that the needle assembly was not properly centered, and the needle got bent before the plastic shield was assembled and not detected in the next processes. As for the foreign matter, the symptom is confirmed , however the root cause is unknown. Rationale: CAPA not required at this time.

Event description:
It was reported that blue dotted marks were seen in 3 bd nokor¿ filter needles before use during an inspection. The following information was provided by the initial reporter, translated from (B)(6) to english: during the first inspection of batch 8277629 of filter needles in our company, they found that one needle was bent. During the inspection of batch 8277629, they found that one needle tube was bent again. During the inspection of this batch of injection needles, it was found that there was a blue dotted mark on the filter membrane of one branch.